Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. Prior to the start of the procedure, it was noted that the handpiece connector was broken. Another motor drive unit was used to complete the procedure. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.